Event description:
Throat closed, did see on internet that this was a potential side effect, was worse than any asthma attack ever had in my life. Breathing was very labored, could not breathe in or out and couldn't use inhaler. Heart rate and blood pressure went up. Do take medication for blood pressure and heart rate. Was scared to death. Last resort for arthritis.